Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a - implant date: n/a - lens was not implanted. Section d6b - explant date: n/a - lens was not implanted. Section e1 - telephone number: (B)(6) device evaluation: product testing could not be performed since the device was not returned for evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. No escalation required. Conclusion: a product deficiency has not been identified; therefore, no additional corrective actions have been initiated. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that when using the preloaded monofocal intraocular lens (iol), the surgeon noted that the loop was broken. The issue was observed before implantation, during handling/prior to insertion into the patient's eye. Therefore, there was no patient contact with the device. No additional information was received.

Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: 18-nov-2024. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: visual inspection revealed that the plunger rod was advanced to the lens and stuck in the cartridge tip. The lens module was inspected revealing no damage; however, viscoelastic residue was identified in the lens module which could indicate an excessive amount was used which may have contributed to the complaint event. The device assembly was inspected revealing no issues; viscoelastic residue was below the lens module which could indicate an excessive amount was used. The plunger rod advancement was inspected and presented with no issues. The lens could not be removed for evaluation and no issues with the lens could be identified due to returned condition. The complaint issue "haptic damaged" was not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.